Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suddenly lost stimulation. There was no known related incident or accident reported. The patient's implantable neurostimulator (ins) battery read 2.94 volts and indicated less than 20% used. An x-ray was performed and noted that the lead had not moved. The patient felt no stimulation regardless of the electrode combinations used while attempting to reprogram. Impedance measurements were run at 2.0 volts, 240 pulse width, and a rate of 30. The readings were: 4-5=2137; 4-6 = 2137; 4-7 = ???; 5-6 = 2137; 5-7 = 2137; and 6-7 2137. There was no lead in the 0-3 port. It was further reported that the patient experienced a loss of therapeutic effect. There was no information provided related to the patient's outcome. Additional information was requested but not available as of the date of this report.